Manufacturer narrative:
Additional information including further procedure and patient details was requested but no further information was received at the time of report. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was initially reported that the distal tip of the colonovideoscope was not turning in the direction of the knob during a diagnostic colonoscopy. The procedure was cancelled. Upon further follow-up, the customer indicated that due to the cancellation of the procedure, the patient had rectum perforation. Clips were applied and the patient was transferred to the local hospital. The patient's pre-existing and current condition were reported as unknown.